Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection observed flat spots to the distal shaft at 2mm, 3.5cm and 7.5cm from the tip. The collar and the ptfe were also noted to be separated and multiple kinks were noted along the hypotube. Microscopic inspection revealed no additional damages. There was blood on and in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12-jun-2019. It was reported that a stent could not cross the guidezilla and was kinked. The 95% stenosed, 20mmx 3.00mm target lesion was located in the severely tortuous and moderately calcified middle left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, after predilatation, an unspecified stent was unable to cross the lesion and subsequently, was also unable to cross the guidezilla. The devices were removed from the patient's body and kink marks were noted on the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis noted a separation at the collar and the polytetrafluoroethylene (ptfe).